Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit alarmed loop air leakage, the customer took measures to remove the pipe and stop it. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10 during a phone call, a getinge field service engineer (fse) was unable to solve the issue, so the clinical engineer was asked to remove the tube first and wait for the engineer to inspect and repair the unit on site. So, once on site, the fse found that the performance of the pump head of the unit was poor and that the valve group leaked. So, in order to fix the issue, the fse replaced the 5000 hour maintenance kit and the drive valve group according to factory specifications. The repaired unit passed all factory specified performance and safety tests. The unit was then delivered to the customer and cleared for clinical use.

Event description:
N/a.